Event description:
A (B)(6) female patient's son contacted zoll customer support to report that the connector on the electrode belt was damaged and wires were exposed. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. The reported problem (damaged cable or wires exposed) was confirmed. Upon investigation the white (driven grnd) wire was broken at the trunk cable connector. The cause was physical damage to the trunk cable connector. The root cause for the damaged connector was unable to be positively determined, but likely physical abuse. No adverse event resulted from the damaged belt. The patient received a replacement electrode belt.